Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. Treatment was unknown. On an unknown date the month prior to receipt of this report, the pd catheter was removed. On an unknown date during hospitalization the patient was placed on hemodialysis. At the time of this report the patient remained hospitalized and was not recovered from the peritonitis event. No additional information is available.